Event description:
Facility reports that one hour into the treatment the pt sat up causing the venous bloodline to disconnect from the pt's ash split catheter. Hemodialysis machine immediately alarmed. Blood noted on floor and pt, estimated amount could not be determined. The pt then went into cardiac arrest, bls procedures initiated and the pt was transferred to hospital e.r. And could not be revived. Venous blood line has been discarded.